Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned as part of the asset return process and the generator board and low voltage power supply (lvps) were faulty, producing e433 and e172 error codes, respectively. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a faulty generator led to the malfunction. The root cause is attributed to component failure. There has since been a design change of the generator board. Olympus will continue to monitor the field performance of this device.

Event description:
The hf unit "esg-400" (electrosurgical system generator) was returned as part of the asset return process. During routine inspection of the device by olympus, the generator board was found to be defective. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.